Manufacturer narrative:
Concomitant medical products: product ID: tm90t0, serial#: (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 751.7 mcg/day via an implantable pump for intractable spasticity. It was reported that the reason or report was that on (B)(6) 2021 the pump's low reservoir alarm went off and the patient had called them this weekend indicating that the pump was critically alarming. At the time of the report technical services considered that it was most likely that the pump was empty. Considerations of no priming, dosing, refill and monitor the patient, catheter / tubing damage, and aspiration of the pump was reviewed. The hcp was bringing the patient in today ((B)(6) 2021) to refill the pump and would bring the patient back in one week to see the efficacy and discrepancy. The hcp was not with the patient at the time of the report. On 2021-feb-08, additional information was received from the hcp. They reported a critical alarm for an empty pump was confirmed. The patient came in on (B)(6) 2021 for a pump fill. They were able to get back some old baclofen in a syringe. The patient came back in 1 week later to ensure pump was working correctly. The cause of the event was the patient had their pump replaced and said they did not know when the new alarm date for low reservoir was. The patient experienced tightness and itching for 1-2 days. The issue was resolved and the patient was fine. The pump remains in use.